Event description:
It was reported that the cockpit of the device restarted randomly. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined in the local dräger workshop. The examination of the device by the dräger service could confirm that the cockpit of the device performed occasional random restarts. The ventilation unit of the device was not affected by the restarts. A faulty mainboard of the cockpit was identified as root cause. It could be determined that there is a persistent error within power management on the mainboard of the cockpit which led to a permanent loss of function of the cockpit. The faulty mainboard must be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.